Event description:
The patient experienced both overdose and underdose symptoms at different times. Studies were done that did not reveal a problem with either the catheter or the pump. The physician elected to replace the whole system. Further information is being requested at this time.